Event description:
A malfunction code was reported by the customer, but there were no notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not reoccur. The customer understood the instructions and was advised to contact support if the issue happened again.